Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported balloon burst has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification)likely contributed to the event as the customer reported the balloon on the delivery system ruptured during deployment what was thought to be because of stj calcium. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported difficulty or inability to withdraw system through sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 29mm sapien 3 ultra resilia valve in the aortic position. The 29mm commander delivery system balloon ruptured during deployment. There was difficulty withdrawing the 29mm commander delivery system into the 16f esheath plus due to the circumferential balloon rupture. An up and over snare was attempted but it was still not going into the sheath. Finally, the team decided to snare the distal tip and go up and over into a 22 fr sheath from the left side. Once the distal tip was placed into the sheath on the left side, the back of the balloon system (above the y-connector) was cut. The delivery system and half of the balloon was removed from the right. Removed the yellow tip and top of the balloon from the left side. They did notice some limited flow on the right side and had to use a device to remove some clots from the patient. After this procedure the patient had flow and no major issues were noted. The patient left the procedure in stable condition.